Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide (swg) still advanced inside of a 2-lumen 7 fr x 20 cm catheter for investigation. Both components showed signs of use in the form of biological material. The swg was removed from the catheter. Visual examination of the swg revealed the distal j-bend tip was deformed and contained kinks and offset coils. In addition, the distal end of the swg was bent in an l-shape. The distal and proximal welds were both intact, full, and spherical. The catheter was examined, and no anomalies were observed. The kinks and offset coils on the distal j-bend were located between approximately 4-7 mm from the distal weld. The l-shaped bend on the distal end is located approximately 25-40 mm from the distal weld. The total length and outer diameter of the guide wire were measured and were found to be within specification. The overall length of the catheter body was also within specification. The returned guide wire was advanced through the returned catheter to functionally test the guide wire. The undamaged portions of the guide wire passed through the catheter without significant resistance. A manual tug test confirmed both welds were intact. A device history record was performed with no relevant findings. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had kinks, bends, and offset coils on the distal part of the swg body. The returned guide wire and catheter met all relevant dimensional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was kinked during the puncture.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during the puncture.